Manufacturer narrative:
It has been communicated that this complaint is a duplicate of (B)(4). The device and/or lot number is still not available for (B)(4) as a result there is no investigation report to refer to within complaint (B)(4). We consider this complaint to be closed with no further action.

Event description:
It has been communicated that this complaint is a duplicate of (B)(4).

Event description:
The affiliate reported: yes, when we programmed the shunt to 150mmh2o and verified with x-ray..it still showed 120 mmh2o.pediatric patient has been having consistent headaches and was asked to change pressure from 120mmh20 to 150mmh2o. Even after changing pressure by the programmer & further taking an x-ray verification it still shows at 120mmh20. No protein buildup in csf as per surgeon. Further, surgeon has indicated revision.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.